Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was intended to be implanted within the inferior third of the esophagus, of a patient with a malignant stenosis on (B)(6) 2010. According to the complainant, the patient's anatomy was not tortuous, nor dilated prior to the esophageal stenting procedure. During the procedure, the stent was advanced centimeters before the intended anatomy location which was externally marked prior to the procedure. It was reported that the radio-opaque markers were not visible under fluoroscopy. The physician continued to implant the stent; however, as a result of the undetected radio-opaque markers the stent was deployed proximal to the intended site. The physician went down with an endoscope and determined that the stent was fully deployed and expanded; however, the stent was removed without issue using foreign body forceps. The procedure was completed with a different stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - medical intervention required. (B)(4) - stent positioning/placement issue; radio-opaque markers undetected. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was intended to be implanted within the inferior third of the esophagus, of a patient with a malignant stenosis on (B)(6), 2010. According to the complainant, the patient's anatomy was not tortuous, nor dilated prior to the esophageal stenting procedure. During the procedure, the stent was advanced centimeters before the intended anatomy location which was externally marked prior to the procedure. It was reported that the radio-opaque markers were not visible under fluoroscopy. The physician continued to implant the stent; however as a result of the undetected radio-opaque markers the stent was deployed proximal to the intended site. The physician went down with an endoscope and determined that the stent was fully deployed and expanded; however the stent was removed without issue using foreign body forceps. The procedure was completed with a different stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that only the fully deployed covered stent was retuned. The stent delivery system was not returned for review. Visual examination of the returned stent found no issues with the covered stent. As the stent delivery system was not returned, device analysis cannot confirm the reported complaint. Based on the evaluation conducted, no definitive root cause could be determined. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.